Event description:
The patient stated his infusion device is not delivering insulin accurately. He stated that when he is priming the tubing, the infusion device would send through a pulse of insulin which would intermittently stop and go and it was not a steady stream. There were no error codes generated by the device and there were no leaks in the system. The patient was advised to insert a new battery and he was able to complete a dry prime. The piston rod retracts completely. The patient's blood glucose has not been affected. The patient switched to his back up device. The product was requested to be returned for evaluation.